Manufacturer narrative:
All four batteries were returned on the same date. Controller data files are showing occurrences of non-consecutive premature battery switching. These events could also be related with the patient's use pattern or due to a communication error between the controller and the battery. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. It's possible the premature switches were caused by a communication error between the controller and batteries. The most likely root cause of the reported event can be attributed to a combination of a communication error between the controller and the batteries and a battery to malfunction due to faulty internal cell pairs. Heartware has opened an internal investigation to address this issue. (B)(4) - battery / catalog number 1650de / expiration date 2015-12-31. (B)(4). Method: actual device evaluated - interoperability. Evaluation: analysis of data log(s) results: interoperability problem. Conclusion: design deficiency. (B)(4) - battery / catalog number 1650de / expiration date 2015-12-31. (B)(4). Method: actual device evaluated - interoperability. Evaluation - analysis of data log(s). Results: interoperability problem. Conclusion: design deficiency. (B)(4) - battery / catalog number 1650de / expiration date 2015-12-31. (B)(4). Method: actual device evaluated - interoperability. Evaluation - analysis of data log(s). Results: interoperability problem. Conclusion: design deficiency. (B)(4) - battery / catalog number 1650de / expiration date 2015-12-31. (B)(4). Method: actual device evaluated - interoperability. Evaluation - analysis of data log(s). Results: interoperability problem. Conclusion: design deficiency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02457 and 3007042319-2015-02458) submitted for devices related to the same event.

Manufacturer narrative:
The following devices are being returned; however, it is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: (B)(4). Log file analysis review date: 09/08/2015: normal power consumption with intermittent suction. Additional notes: 3 low flow alarms have been logged at the following times: (B)(6) 2015 at 3:12:24, (B)(6) 2015 at 05:11:05, and (B)(6) 2015 at 05:14:33 and the low flow alarm limit is currently set to 2.5 lpm. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2015-02457 and 2015-02458) submitted for devices related to the same event.

Event description:
It was reported that a patient was at home and noted that the controller had "changed from one power port to the other one before batteries are down to 25%; several times at the day." The batteries were replaced. Log files were sent and reviewed. There was no reported patient injury. Investigation is ongoing.